Manufacturer narrative:
Concomitant medical products: product ID: 37754, serial# (B)(4), product type: recharger. Product ID: 3778-60, serial# (B)(4), implanted: (B)(6) 2013, product type: lead. Product ID: 3778-60, serial# (B)(4), implanted: (B)(6) 2013, product type: lead. Product ID: 37746, serial# (B)(4), product type: programmer, patient. (B)(4).

Event description:
It was reported there was an overstimulation sensation. It was noted the patient¿s device was oriented gain yesterday. It was stated that ¿it was there before, but was taken off.¿ it was stated the stimulation was too high at 6.0 when standing and the patient had to turn down the stimulation, but as she started moving again, stimulation increased to a higher level again. It was confirmed the patient was only turning stimulation down in the standing position, but not the mobile and upright positions.